Event description:
It was reported that a xia deformity reduction long arm monoxial screw and a mantis long construct hex straight rod was found fractured during screw and rod removal post-operatively. This record represents the rod.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. From mantis surgical technique: these implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. The surgeon must discuss all physical and psychological limitations inherent to the use of the device with the patient. This includes the rehabilitation regimen, physical therapy, and wearing an appropriate orthosis as prescribed by the physician. Particular discussion must be directed to the issues of premature weight bearing, activity levels, and the necessity for periodic medical follow-up. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Fatigue fracture of spinal fixation devices, including screws and rods, has occurred. As the devices were planned to be removed, it is most likely that the patient healed and had no functional purpose. Due to the length of implantation, and the probable patient healing, the most likely root cause is fatigue fracture.

Manufacturer narrative:
The devices was scrapped by hospital.

Event description:
It was reported that a xia deformity reduction long arm monoxial screw and a mantis long construct hex straight rod was found fractured during screw and rod removal post-operatively. This record represents the rod.